Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor however, no moisture damage found on the battery tube or vibrator assembly. Unable to perform the displacement, prime and excessive no delivery test due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they would receive a blank display when the act or escape button was pressed. The customer also reported a no delivery alarm during the fill tubing process. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. The customer reported feeling the insulin pump vibrate and a black circle on the insulin pump's screen before the display went blank. Customer's blood glucose was 98 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.